Event description:
Caller reported a malfunction on pump, with a specific malfunction code displayed as malf 12. There was no reported impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted customer with resetting pump, after which the malfunction did not recur. Customer was advised to continue using pump and to call back if issue reappeared.